Manufacturer narrative:
Corrected information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided determined that this device was manufactured by cinc. With the submission of this follow-up report, cinc informs that this complaint has been transferred from wce to cinc.

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2011 (per operative report) via the common femoral vein post gunshot wound and motor vehicle accident; prophylaxis of pulmonary embolism. Patient is alleging tilt, vena cava perforation (one posterior strut perforates the ivc wall 8mm and contacts the l3 vertebral body and one lateral strut perforates the ivc wall 12 mm and contacts the right psoas muscle); fracture (the fracture fragment is embedded within the ivc wall and measures 6mm and one of the primary struts and the 2 associated secondary stress were fractured and the fractured fragments are embedded within the l3 vertebral body); and organ perforation. The patient further alleges ¿sometimes my chest will bother me, I experience losing weight and not weight gain, my bowel movements are also irregular.¿ the patient further notes limited physical activities. Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2019, ¿axial CT abdomen and pelvis with coronal and sagittal reformatted images were submitted for review on (B)(6) 2019 of the ivc, filter position, and related findings. The hook of the cook gunther tulip retrievable ivc filter is at the l1-2 interspace. The ivc filter is severely tilted anteriorly and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 13mm. Two (2) anterior struts perforate the ivc wall 7mm and 13mm and contact the bowel. One (1) posterior strut perforates the ivc wall 8mm and contacts the l3 vertebral body. One (1) lateral strut perforates the ivc wall 12mm and contacts the right psoas muscle. No hemorrhage seen. No thrombus is seen within the ivc. There is a medially located fractured strut. The fracture fragment is embedded within the ivc wall and measures 6mm.¿ per the patient, a complex percutaneous retrieval technique under general anesthesia too place on (B)(6) 2019. Per venogram, cavogram and still image radiographs dated, (B)(6) 2019, ¿infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal and a fractured fragment as described above. Incomplete removal of the ivc filter on (B)(6) 2019 with fracture fragment embedded within the ivc wall as described above.¿

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2011". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.